Manufacturer narrative:
The date of event is estimated. A patient experienced ipg migration was reported to abbott. As a result, the ipg pocket was revised to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg was migrating in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein the ipg was repositioned to address the issue.